Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ wrinkling of the skin: unable to observe since it is not related to the device. ¿ seroma-late- breast: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. As per the investigation procedure wear abrasion crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported...as per MRI " a narrow fluid strip may be observed. A 5 mm thick fluid strip may be followed ventrally in the right chest half. Subsequently, physician has reported no adverse events for the right-side device has been explanted. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: wrinkling of the skin: unable to observe since it is not related to the device. Device wrinkling: observed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported...as per MRI " a narrow fluid strip may be observed. A 5 mm thick fluid strip may be followed ventrally in the right chest half (seroma-late). Subsequently, physician has reported no adverse events for the right side device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late.

Event description:
Patient reported...as per MRI " a narrow fluid strip may be observed. A 5 mm thick fluid strip may be followed ventrally in the right chest half (seroma-late). Subsequently, physician has reported no adverse events for the right side device has been explanted.